Manufacturer narrative:
Investigation included remote troubleshooting and user education performed by support. Investigation of this case revealed failure to establish communication between the cgm transmitter and the ilet. It was concluded that the event involved a cgm-to-pump pairing failure, and the user was advised to call back if pairing failed again. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced a connectivity issue in which a new dexcom g7 sensor did not complete pairing to the ilet and remained in pairing mode without initiating warmup; the agent instructed the user to toggle cgm selection between g7 and g6, restart the sensor with code entry, and the device still displayed pairing status. Symptoms included hyperglycemia with a fingerstick blood glucose of 192 mg/dl. Outcomes included user inconvenience and interruption of continuous glucose data to the ilet, with the user manually entering the fingerstick value.